Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented with symptoms of dizziness. The lead was noted to have displayed loss of capture (loc). Electrograms (egm) were reviewed where noise, oversensing and pacing inhibition of up to four seconds was seen. Isometrics were performed but noise was not able to be reproduced. All lead measurements were within normal limits when the device was checked. There were no events noted that correlated with the patient's symptoms. The physician reprogrammed the device until the patient could undergo a revision procedure. Subsequent information indicated that the patient underwent a lead revision procedure where the lead was surgically abandoned. There were no additional adverse patient effects reported.